Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow events, which the account attributed to pump malposition; however, the pump malposition could not be confirmed via the submitted image. The reported outflow graft hematoma was not confirmed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events on 27dec2024 from 08:24:18 ¿ 10:16:08, per the timestamps. The file captured intermittent low flow events resulting in several low flow alarms from the beginning of the file through 09:29:56. Of note, pulsatility index (pi) values were elevated during the low flow events. No other notable events or alarms were captured in the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. Additional log files were submitted for review following a low flow software upgrade performed on 07jan2025. The controller event log files contained relevant events from 07jan2025 ¿ 10jan2025, and from 20jan2025 ¿ 21jan2025. The files captured events recorded with the default timestamp prior to the driveline being connected on 07jan2025, appearing consistent with a controller exchange to the patient¿s backup controller for the low flow software upgrade. Transient low flow alarms were captured on 07jan2025, 20jan2025, and 21jan2025. Of note, pi values were elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section also outlines pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multiple low flow alarms. Log files were sent for evaluation. The event log captured some love flow events (B)(6) 2024. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. It was later reported that there was a concern for pump malposition and the patient was asymptomatic during frequent low flow alarms. It was later reported that patient had known outflow graft hematoma and a continued low flow alarms status post low flow software upgrade. Additional log files were sent for review. The log files captured low flow flags and alarms at times where the pulsatility index (pi) was elevated from (B)(6) 2025 to (B)(6) 2025. The pump appeared to have been operating as intended. T was found that patient had poor cannula placement which resulted in the frequent asymptomatic low flow alarms. No outflow graft obstructions were noted during imaging. Log files were submitted for evaluation and captured low flow events on (B)(6) 2025 and (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log files also contained low flow estimates as well as sustained low flow hazard events when the pi was dynamic and elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
A computed tomography scan was performed to confirm the outflow graft hematoma and poor cannula placement. The patient was treated with the continuation of anticoagulation, an adjustment in diuretics and medication, and a decrease in rpm of the device. The patient was said to continue to have intermittent low flow alarms, but frequency has decreased significantly. The plan of care was to continue to manage patient's condition.

Manufacturer narrative:
A4 - patient weight updated. B5 narrative information. H2 - follow-up type correction h6 from 2522 - failure to align to 2616 - malposition of device. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.